Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/31/2021. H.6. Investigation: fifteen open 32g x 4mm pen needle samples were returned from lot. No. 7256617, cat. No.320660. Visual examination was carried out on returned samples and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on eleven samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 5ct sample intl roche were unable to deliver medication during use. The following was reported by the initial reporter: "needle defective. Customer couldn´t use the lancets, because they were obstructed from the beginning."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 5ct sample intl roche were unable to deliver medication during use. The following was reported by the initial reporter: "needle defective. Customer couldn´t use the lancets, because they were obstructed from the beginning."